Event description:
It was reported that the device show no disposable alarm. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Corrected data: h4: correction: device manufacturing date: 12-jul-2021 h5: correction: labeled for single use: yes.